Event description:
Caller reported that pump battery would not charge, but there was no adverse impact to the customer's blood glucose level. Initial attempts to charge the pump using tandem cables and a wall outlet were unsuccessful. However, when the caller switched to a non-tandem charging cable with a tandem wall adapter, the issue was resolved as the pump began charging. Tandem technical support advised against using third-party charging supplies unless for troubleshooting and arranged for a replacement tandem charging cable to be sent. No further assistance was required.